Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that they were having a return of symptoms. The patient mentioned that it started around "approximately 3 weeks ago." They stated when they were first implanted they had a 100% improvement and they went from frequent accidents to no accidents and everything was going awesome. The patient mentioned that they were having trouble urinating. They also mentioned that they can't empty their bladder and feeling a surge on their groin area and it would go away. They confirmed no recent falls or trauma. Agent walk through the patient adjusting their therapy to a comfortable level. The patient was redirected to their healthcare provider to further address the issue if the issue persisted.